Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: angina requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt had two xience v (3.5 x 18 mm and 3.0 x 08 mm) stents successfully implanted in the ID right coronary artery (rca) in 2008. In four months later, the pt experienced angina. Revascularization with another stent was performed on the following month. No add'l event or pt info is available.

Manufacturer narrative:
The second xience v (lot # 70807p6) listed is being filed under the same MFR #. Results and conclusion summation - angina is a known outcome of coronary stenting procedures, and is listed as a potential adverse event in the device instructions for use. There were no difficulties reported deploying the stent implant which could have contributed to the angina. Additionally, hospitalization is listed in risk assessment as a no-fault post-procedure complication. It cannot be determined how, if at all, the sds contributed to the pt effects, however, there are no indications of a prod qual issue contributing to the angina.